Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#3006705815-2018-01010. It was reported that during the scs trial procedure on (B)(6) 2018, the physician was unable to implant the scs leads due the patient¿s severe scoliosis. As a result, the trial procedure was abandoned. Patient is referred to a neurosurgeon for the permanent implant. Patient gender is unknown at this time.